Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the patient expired while connected to the ltv 1150. The physician confirmed that he does not believe the device played a role in the patient's death.

Manufacturer narrative:
Result of investigation: as per the investigation conducted by vyaire the device appeared to function normally for the settings provided. The device was sent in for event trace download and tested with a known good ac adapter and known good patient circuit connected. The device passed 108 hours extended tests at customer settings and troubleshooting final test which includes many alarm and ventilation functions.